Manufacturer narrative:
The device was returned to olympus for eval. The eval confirmed that the entire distal end was missing. The light guide bundles, charge couple device (ccd) unit, and biopsy channel were exposed. This phenomenon was due to mechanical overload. In addition, physical damage were observed on the bending section, insertion tube and distal black coating. The device was refurbished.

Event description:
Olympus was informed that at the end of the therapeutic bronchoscopy procedure, and when the bronchoscope was being withdrawn the distal end of the bronchoscope became stuck in the endotracheal tube. A piece of the black rubber tube from the distal end fell into the patient's lungs. The black rubber tube was retrieved using another bronchoscope and a biopsy forceps. There was no pt injury reported.